Event description:
The customer reported via telephone call that the blood glucose had been elevated. The blood glucose reading was 406 mg/dl. The customer reported an air bubble in the reservoir and was advised to run a prime while disconnected until the air bubble was no longer visible. The customer was advised to store the insulin at room temperature.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.